Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient felt that their prior ins didn¿t do the job properly, something didn¿t get implanted properly, but now they had a different healthcare provider and their current ins was working fine. It was noted that prior to the ins the patient had no muscle control for their bowel. No further complications were reported.